Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3 analysis of the returned recharger revealed the unit returned from customer medtronic has been tested under manufacturing failure analysis test specification. Bench test fail trs80003_read_fw_ver string parse, the search string ["version number main"] was not found. Review measured current levels for trs800001.4 and trs800001.5, confirm the current levels are about 30ma, and the battery leds are constantly scrolling. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the rep is currently with a patient with a recharger issue. The lights are scrolling up and down. They attempted a reset of the wr9220 without success. Performed a clinician reset in the dock with success. The recharging equipment was replaced.